Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer was overheating and generated a smokey odor. The power supply was replaced. Analysis was unable to confirm that the programmer was noisy. It was noted that the programmer booted to a black screen. The micro processor unit (mpu) was replaced and re-imaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated noise and starting smoking after it was turned on. It was noted that thick smoke was flowing out of programmer and it smelled electrical. No patient complications have been reported as a result of this event.